Manufacturer narrative:
(B)(4). Adverse events that may occur and or require intervention include, but are not limited to endoleaks.

Event description:
The following was reported to gore: on an unknown date in (B)(6) 2012, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis. No issues were observed during the procedure. On an unknown date, follow up exam identified a distal type I endoleak in the right leg. The cause of the endoleak was reportedly unknown. On (B)(6), 2021, additional stent grafts were implanted to extend the right leg. The endoleak was resolved. The patient tolerated the procedure.